Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced issue with 2 infusion sets adhesive on (B)(6) 2024 and (B)(6) 2024.the infusion set fell off during use. The infusion set was in use for 1day and the other for 1 and half day. The blood glucose level of the patient was 7 mmol/l. No further information available.

Manufacturer narrative:
Initial and final MDR 1902267- MDR 3003442380-2024-11323- device 1 of 2.